Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. Additionally, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etcetera (etc.) Resulting in humidity invaded lg-lens which led to corrosion. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories . The event 2: the suggested event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii duodenovideoscope bowden cables were loose, and delayed lever function. There was no report of patient or user harm associated with the event. Inspection and testing of the returned device found foreign material on the forceps elevator and inside the light guide lens. This report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the device evaluation, the following was found: the light guide lens was discolored inside. The guidewire fixing force did not meet the standard value. The bending angle in all directions did not meet the standard value. The light guide lens adhesive was cracked. The air water cylinder had no color. The suction cylinder had no color. Due to damage on the channel tube, water tightness was lost. Due to a fray of the forceps wire/ forceps elevator wire had a crack or damage or deformation of parts. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The connecting tube had a wrinkle. Adhesive around the light guide lens had a crack. There was corrosion around the lever arm. The universal cord had coat peeling. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.